Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatch, lost sensor alarm, change sensor/bad sensor, unexpected suspend [low sg], no communication pump to transmitter. The blood glucose value was unknown and the sensor glucose value was unknown at the time of the event. The low limit in the sensor setting was unknown. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Troubleshooting was performed. Customer is reporting a discrepancy between sg and bg which is not within range. Communication issue is resolved between pump and transmitter. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Updated summary: it was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter also difference between sensor and blood glucose values. The customer reported hyperglycemia. The event involved product(s) mmt-7020mla, mmt-1884 and mmt-7911na. Troubleshooting was performed. The customer reported blood glucose value at the time of event was 420 mg/dl. The customer reported sensor glucose value at the time of event was 109 mg/dl. Customer is reporting a discrepancy between sensor and blood glucose values which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. The customer discontinued the use of the device. No product return is required for mmt-7020mla, mmt-1884 and mmt-7911na.